Event description:
It was reported, that the patient presented for a follow-up in-clinic. Upon interrogation, it was noted, that the right atrial lead exhibited noise over-sensing. Which resulted, in inappropriate automatic mode switch. The lead was explanted and replaced. The patient was stable.